Event description:
It was reported that the customer was hospitalized due to a diabetic coma. The caller stated that her father glucose reading was 20 mg/dl, and the doctor believes the insulin pump was not functioning properly. It was stated that all the information as bolus history and grams for food was on the insulin pump. Advised the caller to have her father call us to troubleshoot the insulin pump before using the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.